Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows. It was reported that the patient has complained of a skin reaction. He has requested a sample of the titanium rod to perform a test. Material is not available for investigation. This report is for an unknown rod. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.